Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cap was partially torn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. An extension force was applied to the hood at distal end with chemical solutions (vaseline, olive oil, alcohol, or the xylocain spray) residues adhered to the hood. This might have caused embrittlement of the hood materials causing the hood to break. The above device handling has warned in the instruction manual.

Event description:
During an endoscopic submucosal dissection, the subject device was used. The subject device was partially torn and fell inside the patient. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported.